Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to placed a liberte 4.0x12mm bare metal stent to the proximal right artery (rca), but the stent was lost during forward movement. The physician didn't notice the stent was missing and inflated the balloon. He then noted that there was not a stent on the balloon. It is unk if stent retrieval was attempted. No patient complications were reported. Patient status post procedure is noted as "good". Additional information has been requested, but is not available.